Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device sync function could not be activated when the clinicians were preparing to perform a cardioversion procedure. The patient involved was reported to have not experienced harm or adverse patient impact. Another device was obtained to perform the cardioversion.

Manufacturer narrative:
This was identified as a duplicate of report # 1218950-2018-00125.